Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. The complete lead was returned. Visual inspection noted a kink and cut in the outer insulation about 40 cm from the terminal pin which likely occurred during explant. X-ray confirmed no conductor breaks. Additionally, it was noted that the tines in the lead tip were removed. Analysis concluded that there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the tines of this left ventricular (lv) lead were cut off by the physician during the implant procedure, thus the fixation mechanism of this lead was removed. Removal of this lead's tines is not recommended by boston scientific. After several months, this lead exhibited high pacing thresholds. The physician removed this lead and a new lead was implanted as replacement. Removal of this lead's fixation mechanism may have led to a dislodgement causing the observed high pacing thresholds. This lead was returned back to the laboratory. No additional adverse patient effects were reported.